Manufacturer narrative:
We became aware of this event during post-market surveillance through research on maude database (report number mw5073248). The pump is available for investigation and will be returned: as soon as the pump is evaluated, a follow-up report will be sent. No consequences for the patient.

Event description:
We became aware, during post-market surveillance, of an event reported on maude database (report number mw5073248) of which we had not been made previously aware. Event description: "ibc from pt in regards to one of her crono pumps. She stated that sn # (B)(4). (Due (B)(6) 2018) was alarming with "occlusion" error message about 3-4 times on (B)(6) 2017. Replacement pump being sent to patient. No other information provided. Name: remodulin. Strength: 2. 5 mg/ml. Manufacturer: united therapeutics. Dose or amount: 38. 9 ng/kg/min. Frequency: continuous. Route: IV. Dates of use: (B)(6) 2017 to ongoing. Diagnosis or reason for use: pah."

Manufacturer narrative:
We became aware of this event during post-market surveillance through research on maude database (report number mw5073248). The pump was available for investigation and was returned to be inspected. The service checked the pump, which was found working according to its specifications and intended use. No evidence of malfunction was found by service, which proceeded with the regular maintenance service. Device evaluated and returned to distributor/user. No consequences for the patient.